Manufacturer narrative:
Sequencing interpretation: the molecular presence of both thymine and guanine at the polymorphic site indicative of the intron 5 silencing site of gypb c.270+5g>t in the presence of a homozygous s+ allele combination represents an s+ individual1,2. The sample also was polymorphic at gypb c.270+3g>a which interfered with probe binding. Interfering polymorphisms are listed as limitations in the precisetype hea molecular test package insert.

Event description:
The customer reported a possible discrepancy. The donor is s- using the bioarray hea molecular beadchip kit; serology results were s+.